Event description:
Dealer states chair tilted and reclined on its own then lost seating function, found out tram recline has pinched wire and s4wsb has no output.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model 3gtq3-mcg, serial number/date code (B)(4) is approximately 1 year old. The owner's manual part number 1143151 rev I, was issued with this device. The owner's manual is also found on-line at invacare.com. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. This issue is being followed by risk analysis (B)(4).